Manufacturer narrative:
(B)(4).

Event description:
New information received notes that myopotential oversensing was observed. Programming changes were planned.

Event description:
It was reported that there was non sustained oversensing (nso) and t-wave oversensing on the rv lead. Reprogramming was made. No consequences for the patient. Patient in good conditions.